Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, during interrogation the pulse generator -tripped elective replacement indicator-. The tripped -eri- was cleared and device resumed normal function. The device would be monitored normally. No patient symptoms were reported.